Manufacturer narrative:
A device history record review was completed for provided material number 38831214 and lot number 4054978. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) pictures were received for evaluation by our quality team. Through examination of the pictures, a black dot was observed on the catheter. Without the physical sample, it was not possible to identify the type of foreign matter. It is possible that the black spot is related to dirt on the machine wall in the ¿grid feeding¿ area. During the feeding of the catheter grids, when the machine vibrates (a normal process), the catheters may touch the wall. If the wall is not properly cleaned, if the catheters touch the wall, dirt may result. It is also possible that dirt was on the rotary table of the tipper machine. During the investigation, points for improvement in the cleaning of the rotary table were identified. In response to this incident, actions have been proposed including awareness to the applicable manufacturing personnel about the importance of cleaning the machines and cleaning of the machines in the identified areas. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd insyte foreign matter noted on catheter. The following information was provided by the initial reporter, translated from spanish to english: when opening and looking at the bevel of the gland n°22, it is noticed that there is a foreign body in polyurethane in the body of the catheter.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.